Event description:
User received a cartridge alarm that was verified in the pump history. There was no reported impact to the customer's blood glucose level. The customer was instructed to replace the pump, which was completed under warranty, and cts provided necessary instructions and confirmed the shipping details for the replacement process. Customer declined to share information regarding their backup insulin therapy method.